Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode.